Event description:
Related manufacturer reference number: 2017865-2023-51234. It was reported that a patient presented with signal artifact noted on the right atrial and right ventricular leads. The leads were explanted and replaced on (B)(6) 2023. The patient was stable throughout.

Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned in one piece. Visual inspection found an external insulation abrasion breaching the outer insulation and exposing the outer coil proximal to the suture tie impression. The cause of the reported event was due to the exposure of the outer coil in the abrasion region consistent with friction to device can. Electrical testing did not find any indication of conductor fractures or internal shorts.